Event description:
An ophthalmic surgeon reported that during cataract surgery, an issue with a single-use phaco tip resulted in a ruptured capsule. Additional info has been requested.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. No lot number was identified for the consumable product, therefore, a lot history review could not be conducted. The root cause cannot be determined. (B)(4).